Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05486. It was reported due to the fall, the physician was unable to determine whether the issues are at the ipg and/or lead sites. Subsequently, the entire scs system was explanted and replaced. Effective therapy was restored following the procedure and the issues are resolved. Please note: the lead has been added to the report as a new device (device 2).